Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light-guide fibers glass of the distal end is worn-out and the distal end is dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the uc sheath due to being pulled with excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device light-guide fiber outer skin is broken. The issue occurred after use in a therapeutic laparoscopic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.